Event description:
The customer contact reported that during prevention maintenance testing at the user facility, the device touchscreen would not calibrate and the device alarmed with a constant proximal occlusion alarm with no occlusion present. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.